Manufacturer narrative:
It was reported that the sara stedy tipped forward with the patient in the middle of transfer from the toilet to living room. The caregiver turned around to open the door for the another person ensuring that the sara stedy was braked, the lift's legs were closed, and the user was sitting on the lift seat pads. During this brief moment (maximum 5 seconds) when the caregiver¿s attention was diverted, the patient fell forward with the sara stedy. The sara stedy tilted forward, with the push handles and front castors on the ground. The caregiver and a colleague promptly assisted the user back onto her feet, and the transfer continued using the passive floor lift. The patient sustained bruises on her hip and leg. This event occurred at a residence for people with intellectual disabilities. The device evaluation did not reveal any device failure. It was operated correctly. The arjo technician tried to recreate the event during visit at the facility, however it was not possible. The facility staff was not able to explain how the event could happen. The caregiver lost sight of the patient for just a few seconds and in that time the patient tipped over together with the lift. According to the information provided by the facility staff, the patient was correctly assessed and could use sara stedy active floor lift. Following the instructions for use dedicated to sara stedy 001-12325-en: 1) "the patient/resident must: - have a maximum weight of 182 kg (400 lb). - have the ability to stand unaided or stand with minimal assistance". 2) "before use. The caregiver should always consider the patient's resident's medical condition as well as physical and mental capabilities." To sum up, although no device failure was found, it failed to meet its performance specification as it tipped forward. The device was used with the patient at that time. The complaint decided to be reportable due to sara stedy tipping over together with the patient.

Manufacturer narrative:
Additional information will be provided upon investigation concluison.

Event description:
It was reported that the patient was transfered from a toilet to a living room. Halfway of a transffer (through the central hall, toilet to living room with intermediate hall and total drive distance of 20-25 meters) another patient wanted to go through a door in this hall. Caregiver turned around to open the door for this second patient. When caregiver turned back again the patient was lying forward with the sara stedy. It was tipped forward. As a consequence of the event the patient sustained bruises on her hip and leg.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.